Event description:
It was reported that during an unspecified surgical procedure, it was observed that the mini quick coupling chuck device was not able to connect with the drill bit device. According to the reporter, the collar was in a ¿stuck¿ position. It was not reported if there were any delays in the surgical procedure or if a spare device was available. The reporter stated that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the collar was stuck in the release position and would not engage to cutters or gauges. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to normal component wear from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.